Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 3.2 with multiple pockets was not detected on the bus. A field service engineer (fse) removed the drawer and inspected and reseated all cables. Using test software, the field service engineer ejected all cubie pockets and cleaned under the cubie. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus for two consecutive days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.